Manufacturer narrative:
B3: date of event is estimated. The unit was received with a "service needed" status, and the reported complaint was confirmed upon inspection. The issue was traced to high accumulator pressure caused by contaminated zeolite and a blocked feed port. The zeolite had absorbed excessive moisture, leading to contamination (psa -12), while the muffler was filled with dust, which obstructed the feed port. Feed waste manifold and tubing also dirty. These factors resulted in high column pressure, and low external oxygen output. Both the internal and external components appeared excessively dirty, suggesting possible user abuse. Additionally, the housing was replaced due to cosmetic damage.

Event description:
It was reported that while at home, the patient's device displayed the "service soon" message. It was noted that the device was not communicating with the battery and zeolite leak was noticed on the device's columns. The patient's oxygen levels had dropped and they started experiencing shortness of breath. The patient was sent to the hospital and stayed there for 5 days. The patient had their device on 2 liters of oxygen and the hospital increased it to 3 liters of oxygen during their stay. The patient was released and is now doing fine with their replacement device.